Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the inflation tube's lumen was filled with dried contrast upon receipt. The balloon was tested and it was revealed that dried contrast caused the balloon to not inflate and deflate properly. The condition of the returned device indicates that the contrast solution used may have not been diluted during the procedure. During the investigation, the inflation lumen was cleaned out with water and the balloon was retested. At this time the balloon was able to inflate and deflate properly. The catheter hub assembly and syringe were also inspected for anomalies that may have contributed to the reported event. No anomalies were observed. The review of the lot history record (f1621502) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the probable cause of the reported event may have been attributed to incorrectly following the mynx IFU, resulting in the balloon failing to deflate completely. The mynx IFU, procedure preparation step, states that if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast/50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy. If 100% contrast solution is used during prep, the viscous contrast solution may cause difficulty to inflate/deflate the balloon. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the balloon of a mynxgrip 5f vascular closure device did not deflate completely. It is unknown if there was patient injury. Additional information was requested, but is not available at this time.